Event description:
We use the onguard tevadaptor as a closed-system transfer device for hazardous medications. The product info states not to use it with any medication that contains n, n-dimethylacetamide. When I have used it with (B)(6), the syringe adaptor begins to decompose. The plastic piece that attaches to the luer-lock on the syringe begins to crack with 30-80 minutes and with time (within a couple hours) will begin to fray and eventually break off. The product of (B)(6) that I used does not contain n, n-dimethylacetamide. I believe this is a pt safety issue because some sort of chemical and/or physical reaction is occurring with the plastic and I am concerned that the plastic could end up being infused into the pt. I first reported this to (B)(4) in (B)(6) 2014 and after a couple of follow-ups have never heard of any resolution of this issue. Today it was brought back to my attention so I decided to file a medwatch report because the company is not responding. It was used with (B)(6). The ndc of the product used was (B)(4). Inert ingredients include (B)(6). I think that in the past we had the same issue with a different product, but I am unable to verify that. Syringes used have been bd 20, 30 and 60ml syringes.